Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon noticed the force bipolar instrument wrist was broken off after 30 minutes of it being used. The staff tried to remove the instrument and resulted getting stuck into the trocar. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and the failure was replicated and confirmed. The instrument was found to have a bent grip at the base, causing a misalignment of the grips. This causes the instrument to get stuck. The grips did not show cracking damage. Components adjacent to this bent grip did not show damage.